Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods have been received for investigation. The received device log file is confirming the reported problem and that the air gas module was faulty. Since we could trace back the reported problem to october 17, the date of event was determined to be (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator had an air gas leakage. There was no patient harm. Manufacturer ref.#: (B)(4).